Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 596 mg/dl and 500 mg/dl. Customer was treated by pushing the back of the reservoir with his finger, that could be fatal, leading to a possible low blood glucose level or remain high. Also reported motor error alarm. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.